Event description:
The patient reported experiencing elevated blood glucose of up to 216 mg/dl since (B) (6) 2010. The patient bolused through the infusion device but her blood glucose remained elevated. She stated that on (B) (6) 2010, she fell and broke her arm, her blood glucose was normal at the time of the accident. On (B) (6) /2010, she switched to her backup infusion device and her blood glucose returned to normal. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.